Event description:
I have received breast augmentation in (B)(6) 2014 with mentor smooth round high profile gel implants ref# 350-375-3754bc, lot# 6808065. Prior to implants, I have had a 100% clean bill of health. Two years after implants my body started exhibiting some serious health concerns, my joints ached, my eyes were covered with the gritty film-like texture that two optometrists and multiple steroid medication could not address. As of 2019, my vision deteriorated to the point where my contacts are now deemed medically necessary. There is no explanation than that of the autoimmune response. In 2016 I have seen several gastroenterologists to determine the cause of my gi symptoms, which was in 2018 diagnosed with ulcerative colitis (an autoimmune disease). I have no family history or prior health issues that could explain this. I have developed severe food intolerances to gluten and dairy. The last straw was being diagnosed with thyroid cancer while three months pregnant with my baby. I have undergone a complete thyroidectomy while six months pregnant. I have endured excruciating pain, fluctuating, calcium and thyroid levels. I have been hospitalized and was robbed of the joy of my pregnancy. The uncertainty as to how the health of my child will unfold was mentally and physically exhausting. It has put an enormous financial and emotional pressure on my family. I have seen perinatologist, endocrinology, obgyn on a weekly basis for the full pregnancy. I was struggling to keep a job due to the volume of the appointments and struggling to keep up with the medical bills. During my labor, my body went into an autoimmune condition where my blood platelets fell so low that I was unable to receive any type of pain relieves due to the risk of hemorrhage. No doctors can provide an explanation as to why I went from a healthy individual to a person collecting debilitating autoimmune responses. I have attempted to breastfeed my child and in (B)(6) 2019 noticed that my body started to cover in hives and rashes that were soon followed by debilitating pain in my chest, neck and back. I am not able to lift my seven months and feel completely and absolutely robbed of the joy of motherhood. My primary care provider has resorted to pointing out that my implants might be the culprit of the many health and autoimmune responses that my body has been producing. Severe inflammation, joint pain, hazy and blurred vision psoriasis, food intolerance, chronic unexplained chest pain is my daily burden, that I am no longer able to cope with. My quality of life has been completely ruined by the device that has been approved, allowed to be implanted, yet so poorly studied, that even the least qualified medical professional would raise some serious concerns. Please explain to me why this device is still on the market. Why I am not protected as a patient, why this information was not covered on FDA site in 2014 when the device was approved. Why I am left with no other recourse than having to foot the bill of an explant that will put my family even further in debt. I urge you to consider the health of the many women and their children that put their trust in FDA and medical professionals. I am left to fight thyroid cancer and deal with the chronic pain, while this manufacturer continues to produce the product filled with a list of chemicals that I have not been provided knowledged about or explained the effects of.